Manufacturer narrative:
Add'l info: lot # 26509, exp date: 01/31/2012; mfg date: 02/2009. Device not returned, follow up with company representative.

Event description:
It was reported a physician performed a kyphoplasty procedure on a patient at 1 level. The physician observed that it took 22 minutes for the cement to get to a workable state. The procedure was completed successfully and the patient status was "good". Reportedly, it took 45 minutes for the cement to set up and harden. The operating room's temperature was 69 fahrenheit. The cement was runny when it was placed in bone filler device. The cement was mixed according to the IFU. No additional information was reported.